Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplement report.

Event description:
The pt stated that he was admitted to the hospital in 2007 with a blood glucose value of 1243 mg/dl. He stated that he began to feel tired and sick that day and at some point lost consciousness. He was in the hospital for ten days due to a renal insufficiency caused by the elevated blood glucose. The pt stated that when he returned home he used his insulin pen per doctors recommendations. Upon follow up, the pt stated he had reconnected to his infusion device and his blood glucose has been between 90-120 mg/dl. No further info is available regarding actions taken by the pt. Product was requested to be returned for evaluation.